Event description:
The pt was implanted with a left ventricular assist device (lvad). The pt was originally implanted on (B)(6) 2012 and a pump exchange was performed due to thrombus on (B)(6) 2014. The pt experienced a rise in ldh post-exchange as an outpatient with an ldh of 866 u/l on (B)(6) 2014, as compared to a baseline of 281-316 u/l. Regular f/u labs were scheduled and the pt had multiple instances of high ldh values. The pt presented to another vad ctr for eval on (B)(6) 2014. The pt was admitted that day with nausea and right upper quadrant abdominal pain. His inr had been therapeutic. An interrogation of the vad parameters was performed and no issues were found. A slight decrease in ldh was noted, although the value was still above baseline. On (B)(6) 2014, the pt had two low flow alarms while in bed. The pt had stable vital signs at the time, with mean arterial pressures between 80-90 mmhg. An elevation of the log file while the pt was on the power module revealed two low flow alarms and high powers. The pt was subsequently changed to his back up epc controller. The manufacturers' technical svc evaluated the log files which revealed three low flow hazard alarms. The controller's reading at the time indicated continuing low flow. The pt showed no signs of hematuria and the abdominal pain resolved. A CT and echocardiogram was performed. On (B)(6) 2014, a pump exchange was performed to another manufacturer's pump due to inflow cannula obstruction.

Manufacturer narrative:
The device was returned to the manufacturer for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.